Manufacturer narrative:
Return requested. Replacement psu kit shipped to site 09/10/2015. Medtronic investigation of returned suspect device finds that when connected to a known good navigation system, and powered up, the fault light was illuminated. A check of the event log revealed a hardware fault. The sensor voltage is high. Also, the laser battery is dead. This psu had not been previously returned for a failure. Electrical failure. Sensor voltage high. System fault code. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. On 09/11/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A site registered nurse (rn) reported that, while in a cranial procedure, the navigation system camera showed an amber fault light and was no longer tracking. The patient was registered and the surgeon moved forward when this unexpected behavior was noted. In trouble-shooting, re-booting the software did not resolve the issue, nor did a navigation system re-boot. The site reported that were not aware that anything had been bumped, or moved, since registration. A medtronic representative walked the rn through archiving the patient and registration, and unloading it onto another navigation system. This worked successfully and the surgeon continued the procedure. There was no delay of therapy. The surgeon completed the procedure with the use of the second navigation system. There was no impact on patient outcome.